Event description:
It was reported that the patient experienced shortness of breath. A transmission observed the right atrial (ra) lead with potential undersensing of p-waves. The lead remains in use. No patient complications have been reported as a result of this event.